Event description:
(B)(6) w/history of transposition of great arteries. On (B)(6) 2015 aprostadil (pgej) therapy infusing via extension set microbore tubing. O2 saturations, temperature, heart rate, and blood pressure declined. Infant became limp and lethargic. Heart murmur could not be auscultated. Tubing assessed, rn noticed moisture/precipitation at the end of the filter of microbore tubing and leaking at the tubing juncture site before the filter. Fluids and microbore tubing changed. Suspect medication for pgel therapy not delivered to pt resulting in decline in pt status pge1 therapy restarted via new line resulting in pt status returning to baseline. Pge therapy able to be weaned.